Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 26mg/dl. The patient was treated with juice and their bg was brought up to normal limits. Customer support (cs) completed troubleshooting and the settings were correct. Cs determined that there was incorrect manual calculation of dosage. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrect manual calculation of dosage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( incorrect manual calculation of dosage).

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: no defect found. Unable to duplicate the complaint. Pump boots to verify screen with audible and vibratory features. The bb shows the pump was manually suspended on (B)(6) 2015 17:31 and manually resumed at 17:52. An ezprime sequence was successfully completed. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing.